Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 6 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.